Event description:
Jackson-pratt type drain broke off in patient during drain removal. Drain was initially placed on 6/28/98. Patient returned to have drain removed on 7/1/98. According to reporter, drain was not sutured. Patient was taken to surgery for removal of retained drain section. No additional information has been provided on this occurrence.